Manufacturer narrative:
Concomitant medical products: 2088tc52 lead, implanted on (B)(6) 2016, 2088tc46 lead, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and had a dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.